Manufacturer narrative:
Updated: b5, b7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, right femoral artery (rfa) access was used and a temporary transvenous pacemaker (ttvp) was inserted. Serial dilations were performed with a 14 french and 16 french dilator. A pre-implant balloon dilation was performed with a 20 mm semi-compliant balloon. The delivery catheter system (dcs) was advanced through an 18 french non-medtronic sheath over a non-medtronic wire. The first and final deployment was performed with pacing at 120 bpm and placement at 5 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc) using cusp overlap and commissure alignment obtained. Trace paravalvular leak (pvl) was noted and the mean gradient was 7 mmhg on transthoracic echocardiogram (tte). Two non-medtronic closure devices were used. The patient began with a transient second-degree heart block and displayed a second-degree heart block at the end of the procedure when the ttvp was left in situ. The ttvp was removed later that day. The patient was discharged with no further complications or change in rhythm. Additional information was received that the patient had a pre-existing sinus rhythm with transient second-degree heart block on ele ctrocardiogram (ECG) prior to the implant procedure. Per the physician, the delivery catheter system (dcs) did not cause or contribute to the adverse event.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, right femoral artery (rfa) access was used and a temporary transvenous pacemaker (ttvp) was inserted. Serial dilations were performed with a 14 french and 16 french dilator. A pre-implant balloon dilation was performed with a 20 mm semi-compliant balloon. The delivery catheter system (dcs) was advanced through an 18 french non-medtronic sheath over a non-medtronic wire. The first and final deployment was performed with pacing at 120 bpm and placement at 5 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc) using cusp overlap and commissure alignment obtained. Trace paravalvular leak (pvl) was noted and the mean gradient was 7 mmhg on transthoracic echocardiogram (tte). Two non-medtronic closure devices were used. The patient began with a transient second-degree heart block and displayed a second-degree heart block at the end of the procedure when the ttvp was left in situ. The ttvp was removed later that day. The patient was discharged with no further complications or change in rhythm.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0013238843); product type: 0195-heart valves; implant date: n/a; explant date: n/a; product ID: d-evolutfx-2329 (lot: 0013298788); product type: 0195-heart valves; implant date: n/a; explant date: n/a. Select patient information cannot be documented in the file due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.